Event description:
A hospital in (B)(6) reported via our distributor that there was a leak in the expiratory limb of an rt340 adult dual heated evaqua breathing circuit during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the returned complaint breathing circuit was visually inspected. Results: the visual inspection revealed a hole on the expiratory evaqua limb at the patient end connector. The evaqua limb appeared to have been punctured with a sharp object. A lot check revealed no other complaints of this nature for this lot number. Conclusion: we were unable to determine how the limb came to be damaged. However, the evaqua limb appeared to have been punctured with a sharp object. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; -set appropriate ventilator alarms; -fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).